Manufacturer narrative:
Zimmerbiomet complaint number cmp: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Email address and last name unknown / not provided. PMA/510(k) number not available. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the internal threads of the implant are stripped. Requested a thread tap to clean threads.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR) review and complaint history review could not be performed, as the item and lot number associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported the internal threads of the implant are stripped. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.